Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was admitted to the hospital for a fall and weakness. Pseudomonas infection was found. Medications were prescribed and the patient condition was improved.